Event description:
It was reported that the patient underwent a surgery for implant of an artificial cervical disc at c6-7. Approximately 76 months post-op the patient underwent another procedure for adjacent level problems. The patient underwent a fusion and removal of the artificial disc.

Manufacturer narrative:
Patient (B)(4) (adjacent level disease), (B)(4). This device was used during an (B)(4) study. The approved device product code is mjo, (B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation. We are unable to determine cause of the event.